Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two sutures broke in the middle during the procedure on (B)(6) 2025. The surgeon opened two new sutures and closed the wound. The patient had an acute abdominal pain the next day after the procedure. It was found that the sutures were broken and the wound in the uterus was bleeding excessively. There was blood loss of 3700cc. The patient received a laparoscopic reoperation to control the bleeding and close the wound.

Manufacturer narrative:
Additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted that the first photo showed a view into the patient cavity during a surgery. No blood was visible within the cavity. The second photo noted a view into the patient cavity during surgery was shown. Blood was visible within the cavity. Within the cavity a barbed suture was visible. The suture was broken in the barbed section. It was reported that two sutures broke in the middle during the procedure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two sutures broke in the middle during the procedure on (B)(6) 2025. The surgeon opened two new sutures and closed the wound. The patient had an acute abdominal pain the next day after the procedure. It was found that the sutures were broken and the wound in the uterus was bleeding excessively. There was blood loss of 3700cc. The patient received a laparoscopic reoperation to control the bleeding and close the wound. The patient also had blood transfusion.